Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, the complaint reported for the issue of ¿no image on connection" was not able to be confirmed. The root cause of the reported issue cannot be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a no image on connection. The issue was identified during setup. There were no reports of patient harm.